Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found with a worn hose. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service, a worn hose was noted. The device was not used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.